Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that numerous non-sustained episodes of oversensing with noise were observed. The patient had multiple surgical procedures at the time of the episodes. Cautery/electromagnetic interference is suspected. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.